Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was able to be confirmed. The pump was found to be "double beeping" after power up during the investigation. Service will replace downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical cadd legacy 64000 pump was double beeping no cassette attached. This event occurred during testing and no patient involvement.